Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported via chat that an unspecified malfunction occurred. On (B)(6) 2025, it was further reported that the dexcom device ¿dropped connection¿ while the receiving device was approximately 18 inches from the patient¿s arm. During this time, the patient became unresponsive, prompting a call to emergency medical services (ems). No additional event details were provided. It was not clarified whether the ¿dropped connection¿ referred to a signal loss, a brief sensor error, or a complete lack of glucose readings. No blood glucose (bg) meter readings were reported at the time of the event. Additionally, there was no documentation regarding any medication or treatment administered by ems, nor was there confirmation of any medical intervention. Attempts to contact the patient for further clarification and event details were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.